Event description:
It was reported that with a newly implanted lead and implantable neurostimulator (ins) the majority of impedances were high, showing greater than 4,000 ohms intra-operatively. The system was checked multiple times and different combinations of electrodes would have high impedances. The lead was tested with a test cable and screener box, and good responses were noted. The device was removed. The original device that had been implanted and explanted due to a low battery was connected and impedances tested normal. A new ins was used, and impedances were noted as high again. The device was implanted and post-operatively all impedances were normal. The patient felt proper stimulation.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (serial #(B)(4)) revealed no anomaly. It was reported that the implantable neurostimulator (ins) was functionally okay. During impedance measurement tests of the ins in saline solution it was observed that at high tissue impedance levels, low delta-v conditions (1.0v, 210 usec), and the ins battery level ok, the model 3058 ins measured higher than expected impedances. When the ins battery was low, with the same conditions, the impedance measurements were lower than expected. This phenomenon was also observed on the model 3023 ins. This partially explains the reported event in that normal impedances appeared to be seen in the field with the model 3023 ins because the battery was low while high impedances appeared to be seen because the model 3058 battery was ok. It is a normal condition of the interstim devices that the impedance measurement is less accurate at lower delta-v measurements and also varies with the ins battery level. It was observed that at higher delta-v conditions (1.5v, 270 usec), the readings were stable and accurate regardless of the battery level and tissue conditions. The ins is operating as it was designed and a rare combination of conditions observed in the field appear to have led to this event. Final analysis of the lead (3889 interstim tined lead, unknown lot #) revealed that the body was stretched and there was no significant anomaly. Final analysis of the extension revealed no anomaly. Final analysis of the implantable neurostimulator (serial #(B)(4)) revealed no significant anomaly, normal end of life, and okay telemetry and output.

Manufacturer narrative:
Product ID 3889blue_lead, lot# unknown, product type lead; product ID 3889-28, lot# va01dyk, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type extension; product ID 3023, serial# (B)(4), product type implantable neurostimulator; (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.